Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on, (B)(6) 2021, a pivotal trial subject ((B)(6) years old female trial) noticed that her blood glucose level was high approximately 200 mg/dl and ketones were approximately 4 mmol/l, although she had planned to have a small snack but instead had a full meal and was unsure how. Reportedly, on (B)(6) 2021 she experienced hyperglycemia and diabetic ketoacidosis and her blood glucose level was over 600 mg/dl and ketones were approximately 6 mmol/l, when she was asked to check again. Further, a contractor was working at her home, which had heard beeps all day along, and was said to take the patient to the emergency room. However, she told the contractor to go home as she did not need to go to the emergency room, because she could drink water, felt fine and was using a pump. Moreover, she did not take 10 units of insulin as instructed. The study site or out of state relatives called 911 and emergency medical team personnel transported the subject to the emergency room. She was found to be hypoxic upon entry to emergency room with a ph = 6 and blood glucose level of more than 1000 mg/dl. Subsequently, her radiographic investigations (x-rays) indicated that she had pneumonia. The investigation results of the pictures showed that the soft cannula is kinked. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.